Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 04/27/2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 300 mg/dl with nausea, polyuria and large ketones associated with an occlusion issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the patient could not complete the prime step without getting an occlusion alarm after changing their cartridge and tubing. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an occlusion issue.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 5/23/2016 with the following results. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. Review of the black blox shows evidence of occlusion alarms with high force on: on (B)(6) 2016 04:41; deliveries resumed at 04:45. On (B)(6) 2016 17:54; deliveries resumed at 18:00. On (B)(6) 2016 19:27; deliveries resumed at 19:33. On (B)(6) 2016 13:27; deliveries resumed at 14:21. On (B)(6) 2016 07:15; deliveries resumed at 07:27. On (B)(6) 2016 09:33; deliveries never resumed. The tdd¿s add up correctly and reflect the users programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump exercised for 24 hours with no occlusions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.